Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not functioning. The patient will undergo a revision procedure.